Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no prime/fill anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had squirts out insulin when he was priming. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump received unexplained no insulin delivery alarms when wearing and they had issue of putting in a brand new battery and it did not work at first so put in another one and it works fine. The device will not be returned for analysis.